Event description:
It was reported that the system 9900 was arcing at high level fluoro. System unable to operate at high fluoro. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high voltage power supply, the snubber circuit board, and the gib backplane circuit board were replaced. The system was tested and found to be working as intended and placed back into service.